Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported complaint was not confirmed. The device was attached to a test usg-400/esg-400 and there were no error messages observed during testing. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be worn with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, a ¿probe damage¿ error message was observed shortly after plugging in the handpiece. There was no metal exposed on the grasping section of the device and no visual damage to the probe unit. There was no bleeding reported. No device fragment fell into the patient. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the handpiece and the generator connection were inspected prior to the procedure with no anomalies found.